Manufacturer narrative:
The patient samples were provided for investigation. Sample measurements determined they contain no interfering factors against the biotin, streptavidin, or ruthenium components of the estradiol assay. The sample also did not contain human anti-rabbit antibodies (hara). Direct interference by anostrozole could be excluded as source of interference. Measurements with a diluted sample and without the assay pre-wash step significantly reduced the apparent concentration, suggesting that the samples contain an interferent of unknown origin. Additional investigations on the nature of interferent were not possible due to the limited available sample volume.

Manufacturer narrative:
The correct unit of measure for estradiol on both the e 601 and abbott systems is pmol/l.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for two samples collected from the sample patient and tested with the elecsys estradiol iii assay on a cobas 6000 e 601 module. The sample results were reported outside of the laboratory to the patient. The results did not agree with the patient's clinical picture and competitor results. The first sample resulted in an estradiol value of 1024 nmol/l when tested on the e 601 analyzer. Between (B)(6) 2021 and (B)(6) 2021, the patient was tested for estradiol using an unknown method and results were below the method measuring range. On (B)(6) 2021, the second sample resulted in an estradiol value of 894.1 nmol/l when tested on the e 601 analyzer. This sample was repeated on an abbott analyzer on (B)(6) 2021, resulting in a value of < 37 nmol/l. The sample was repeated again on the e 601 analyzer on (B)(6) 2021, resulting in a value of 937.4 nmol/l. The serial number of the e 601 analyzer is (B)(4).